Manufacturer narrative:
As part of a remedial activity, lumenis conducted a retrospective review of all its complaint files which suggest that fiber connectors had overheated during use. The scope of review was from january 2015 - may 2017. An investigation of the reported event found that the reported malfunction of the fiber connector overheating was similar to a device malfunction that resulted in a potentially harmful situation (MDR# 3004135191-2017-00024). Because the company is aware that this malfunction was alleged to have caused or continued to a serious injury this event represents a reportable malfunction. A lumenis technical specialist evaluated the performance function of the subject device concluding the system performed to manufacturer's specifications. Subject device malfunction is not the suspected root cause of the event reported. Although no injury was reported, and although there is no evidence that a lumenis product had malfunctioned in this event, lumenis is reporting this event since a lumenis laser system was a contributory part of the adverse event.

Event description:
A user facility reported that while using their lumenis versapulse powersuite 100w, a fiber connector was getting hot during a case. No information regarding any injury or medical intervention to preclude permanent impairment was received.